Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a perforation caused by the right ventricular lead. The lead showed no capture and high impedance. The lead was removed. No further patient complications have been reported as a result of this event.